Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2013; 3058 interstim urinary mgu ipg, implanted: (B)(6) 2007; 3093-28 interstim urinary mgu ipg, implanted: (B)(6) 2007; 3037 neuro programmer, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analylzed. The analysis performed revealed no anomalies were found. The distal end/electrodes of the lead became extrinsically damaged due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress and was observed to have blood ingression. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and no p waves were sensed. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.